Manufacturer narrative:
The device was received for evaluation, and the investigation is currently ongoing. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that e lesion was located at the bifurcation of the left middle cerebral artery. The aneurysm was irregular in shape with a daughter sac, with an average width of approximately 3.5 mm and a minimum height of approximately 2.7 mm. The planned procedure was implantation of a web intrasaccular embolization device. Based on the aneurysm size and morphology, web w5-4-2 was selected and a via17 microcatheter was used. After the via17 was positioned in the mid portion of the aneurysm sac, the web w5-4-2 could not be advanced through the via17 during delivery. Multiple attempts were made, each time the device was stuck near the proximal end of the via17 microcatheter hub/entry. The operator then switched to a via21 microcatheter; however, the same issue occurred. After multiple attempts, the device repeatedly jammed near the proximal entry of the microcatheter with significant resistance and could not be delivered normally. The procedure time was prolonged about an hour, so the operator elected to complete the case using stent-assisted coil embolization. The patient was reported to be "fine."